Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent an av node ablation. During the procedure, it was reported there were markers but no capture noted. The patient was dependant, but at most was only missing a beat because the physician stopped burning when he saw no capture. Boston scientific technical services (ts) discussed device features that may contribute to the observation. No adverse patient effects were reported. Additional information was received from the patient's cardiology office that the patient died a month after the av node ablation procedure. There were no allegations that the device system caused or contributed to the patient's death. The field representative was unaware of the device status, so it is unknown if it will be returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.